Event description:
It was reported that a cardiac tamponade occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The patient had a closure device successfully implanted. However, in the recovery room 4-5 hours post-procedure, the patient developed chest pain and a cardiac tamponade was discovered. At this time, the patient was brought back to the cath lab and a pericardiocentesis was performed. Overnight, approximately 1000ml of blood was drained. Pradaxa was reversed to successfully stop the bleeding. It was noted that one partial recapture was performed during the procedure, contributing to the cause of the tamponade. As of (B)(6), the patient is still in the hospital intubated with the pericardial drain in place and receiving hemothorax treatment. The patient also required transfusions of fresh frozen plasma (ffp) and a renal consult due to deteriorating lab work. It was further reported that the patient remained hospitalized and expired 10 days post-procedure on (B)(6). The patient was chronically ill with declining health status prior to the procedure. The patient had compromised renal function and severe copd which had become markedly worse leading up to the procedure. Prior to passing, the patient had a spike in white blood cell count indicating an infection, but the source of the infection is unknown. The patient requested to stop all interventions and be allowed to expire. The patient passed away shortly after ceasing treatment. The exact cause of death is unknown, but the physician is confident the death is attributed to the patient's ongoing chronic illness, not the watchman, as the patient was doing well from a cardiac standpoint.

Event description:
It was reported that a cardiac tamponade occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The patient had a closure device successfully implanted. However, in the recovery room 4-5 hours post-procedure, the patient developed chest pain and a cardiac tamponade was discovered. At this time, the patient was brought back to the cath lab and a pericardiocentesis was performed. Overnight, approximately 1000ml of blood was drained. Pradaxa was reversed to successfully stop the bleeding. It was noted that one partial recapture was performed during the procedure, contributing to the cause of the tamponade. As of (B)(6), the patient is still in the hospital intubated with the pericardial drain in place and receiving hemothorax treatment. The patient also required transfusions of fresh frozen plasma (ffp) and a renal consult due to deteriorating lab work.